Manufacturer narrative:
Consumer stated that they experienced a chipped and cracked tooth.

Event description:
Consumer called stating that they had one cracked and one chipped molar form using the sonicare power toothbrush.

Manufacturer narrative:
Additional product returned: part number; date code; description; hx902x, illegible, pro-results plaque control brush head. The root cause of the customer's complaint cannot be confirmed.